Manufacturer narrative:
Additional narrative: the investigation confirmed that the size locking knob had broken off as reported. The failure of the over-moulding is suspected to be associated with residual stresses in the polymer. (B)(4). The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Red knob on the attune measured resection sizer broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.